Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply connectors were evaluated and reseated. The system was tested, found to be working as intended and returned to service.

Event description:
It was reported that the system intermittently locked up. There is no report of death or serious injury.